Event description:
A us distributor returned a monitor and reported the monitor was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wire. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.